Event description:
This lead was returned without documentation from medtronic. The serial numbers on the lead are unreadable. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2016 - we were notified of the correct serial number, model name and model number for this lead. Updated this reported. Originally reported at sn: (B)(4). Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During analysis the correct serial number was identified as (B)(4).the visual inspection showed deformations of the outer conductor coil in the region of the suture sleeve. It is reasonable to assume that these deformations resulted from a tight suture. Cuts in the insulation were observed in this area which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.